Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the pump did not alarm when a distal occlusion was present. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.